Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the alarms were resolved by changing the infusion set and resuming insulin delivery or clearing the alarm then resuming insulin delivery. There was no reported impact to the customer's blood glucose level.

Manufacturer narrative:
The failure investigation has been performed and the alleged issue was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned.